Event description:
It was reported by the customer that their insulin pump did not alarm when it was supposed to. The customer's blood glucose level was reported at 70 mg/dl. Customer was walked through trouble shooting and learned how to clear alarm and operate insulin pump appropriately. Customer will call again if problem persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.